Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had protrusions at the thoracic incision which felt like the anchor near the skin. This was causing discomfort and pain. It was also noted that the patient has been losing weight. The patient underwent a revision procedure wherein the cik anchor was repositioned deeper into tissue and remained implanted.